Manufacturer narrative:
Initial and final MDR(B)(4)- device 1 of 2

Event description:
Reference number (B)(4) event occurred in united states it was reported that the patient faced two infusion sets cannula kinked events on (B)(6)2024. Event occurred within 3 or more hours after insertion. Infusion sets were used for 4 hours. The insertion site was at upper buttocks. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.